Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that ¿no readings¿, ¿sensor error¿, or "brief sensor issue" occurred. The wearable was inserted into the arm. On (B)(6) 2025, the patient had been experiencing intermittent ¿brief sensor issue¿ alerts on her cgm device. While the cgm device was in an error state and not providing the patient with cgm values, the patient passed out. The patient¿s mother went to the patient¿s house and found her unconscious. The patient¿s mother treated the patient with honey. It was reported that after treatment, the patient¿s bg level was ¿rising¿ (no specific value was reported). It was not specified how long the patient was unconscious during this event. There was no documentation of the patient seeking assistance from a higher level of care. The patient was dizzy at the time of report. Performance data was reviewed. A ¿no readings¿, ¿sensor error¿, or "brief sensor issue" was not found within the investigation window on (B)(6) 2025. The allegation was not confirmed via data. However, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5 describe event or problem - correction to remove the following statement from the initial MDR, "however, it was found that no readings/ sensor error/ brief sensor issue under an hour occurred." H2 correction

Event description:
Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined. No additional patient or event information is available.